Manufacturer narrative:
A field action was initiated on 07/29/2015 (product advisory notice was sent to all potentially impacted customers). The device history record for the reported lot number, m5082t608, was reviewed and documented that the lot was manufactured according to the approved manufacturing procedures, specifications, and then released by quality assurance. One sample device was returned. The sample was received with the thumb valve in the unlocked position. The position of the thumb valve did not appear to be fully upright (closed). The valve was depressed and released. The valve did not return to the full upright position, however it could be manually pulled into full closed position. The sample was attached to mobivac suctioning equipment with the suction set at 120mmhg. Upon connection an air leak sound was heard, with the thumb valve in unlocked position. The distal end of the catheter was inserted in water, dyed blue. Suctioning occurred. The thumb valve was fully depressed and suctioning increased. Then the thumb valve was manually pulled to the full upright (closed) position. The suctioning stopped. The thumb valve was then depressed and released. The valve remained in the partially down (open) position. The valve was placed in the locked position. Suction also occurred in the locked position. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
Halyard received a single report that referenced three different incidences, which were associated with separate units, involving three different patients. This is the first of three reports. Refer to 8030647-2015-00055 for the first report. Refer to 8030647-2015-00084 for the second report. Refer to 8030647-2015-00085 for the third report. It was reported that the thumb port is getting stuck down on the catheters. The catheters were switched out to a different catheter with each occurrence without any further issues. There was no patient injury.

Manufacturer narrative:
(B)(4). Upon completion of the investigation; a follow-up report will be filed. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).